Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve, and electrocardiogram (ECG) identified a new potential left bundle branch block (lbbb). The day following the valve implant an intraventricular conduction delay (ivcd) was identified. No treatment was required. An external rhythm monitor was ordered for further evaluation at discharge. The rhythm event was reported as not resolved. Additional information indicated that the intraventricular conduction delay (ivcd) was causally related to the valve. The morning following the valve implant hypotension occurred. A sodium-glucose co-transporter medication was discontinued to address the hypotension occurrence. The physician indicated the hypotension was unrelated to the medtronic products and implant procedure and was unresolved. Additional information received indicated that the patient presented to the emergency department (ed) with palpitations 7 days following the valve implant. Treatment included fluids and magnesium. Discharge from the ed occurred the same date as presentation. The external cardiac rhythm monitor results indicated a 6% burden of atrial fibrillation with an average heart rate of 109 beats per minute. There was no evidence of a high grade atrio-ventricular block. At the 30-day visit the results were reviewed by the physician as stable compared to prior. The event was reported as causal to the implant procedure and transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the hypotension had resolved as of approximately 6 months following the onset report. It was later determined that the intraventricular conduction delay (ivcd) was the same rhythm as the left bundle branch block (lbbb) that was reported.

Manufacturer narrative:
Updated data: a1, a2, d1, d3, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.